Event description:
This complaint is related to (B)(4). The customer reports that there was no stapling or the device could not properly staple. The procedure was converted to a thoracotomy and there was 2 liters bleeding.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/10/2015.